Manufacturer narrative:
It was reported that the tb needle detached from the hub during use. Reportedly, detachment was noted while drawing up an unspecified vaccine and that a tb needle also detached and remained in a child's leg during vaccine administration. Despite multiple good faith attempts the reporting facility was unable or unwilling to provide additional information to the manufacturer. No serious injury or adverse patient impact was originally reported. No sample was returned for evaluation. A root cause was unable to be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tb needle detached from the hub during use.

Manufacturer narrative:
Additional information from the reporting facility was received by the manufacturer. Reportedly, it was first noticed that the tb needle would detach when drawing up an unspecified vaccine. When this would occur, the tb needle would be reattached and used for administration. According to the reporting facility, tb needle detachment was then noted to be occurring at administration of the unspecified vaccine and withdrawal of the needle. When this occurred at withdrawal, the body of the syringe was reportedly discarded and then the tb needle was removed the patient's leg and discarded. No serious injury was identified and no medical intervention or follow-up care was required. No sample has been returned for evaluation. A root cause has not been determined at this time. If additional relevant information becomes available another supplemental medwatch will be filed.